Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on 2017-sept-29. It was reported that their stimulation was working now and their pain relief was excellent. The hcp stated that the device simply needed to be recharged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's legs started to hurt last night, which they considered a sudden change in therapy/symptoms. They couldn't turn their stimulation on. They connected to their recharger last night and charged; they were only charging their recharger and not their internal device. They synced their device with their patient programmer and it told them their device battery was low; they saw the icon to charge their device. The patient was advised to charge more frequently and was given instructions on charging. The patient was able to start charging their device by the end of the call and was advised to turn their stimulation on when their device was half full. No further complications reported about this event.